Event description:
The affiliate reported, a customer who crushed the biological indicator by hand instead of with the provided crusher. The customer felt what he described to be like being "pricked by a needle". The affiliate reported, that the customer did not have any other reaction other than a small wound. The customer did not see a doctor or require treatment.

Manufacturer narrative:
.